Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's heart rate was over 180 bpm but was not detected by the device because it was programmed at a detection zone cutoff of 171 bpm. The patient was not in atrial fibrillation with rapid ventricular response, but was in a slow ventricular tachycardia. The physician decided to adjust the patient's medication. The patient is stable.

Event description:
New information received notes that when the patient presented for follow-up, no device malfunctions were observed upon interrogation.